Manufacturer narrative:
A complaint was received regarding tissue being transported to the canister rather than to the sample management system located on the biopsy probe. The investigation determined this is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. One mst1009 was received for evaluation. There was evidence of probe having been used in a procedure. The probe was connected to a holster for functional evaluation. The device passed functional testing. Simulated tissue acquisition was performed. No samples were transported to the canister. The events as described could not be duplicated. The initial assessment of this event was deemed not reportable as malfunction could not be confirmed and no adverse event occurred. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be a MDR reportable malfunction pursuant to 21 cfr 803.

Event description:
The sales rep reported that all samples taken with the probe made it through the system into the canister.